Manufacturer narrative:
01/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 01/25/2016 a medtronic representative, following-up at the site, stated the reported issue could not be replicated. Return requested. Replacement computer shipped to site 01/26/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative, assistant, reported that, while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly exited to the logo screen and would not move from that screen. In trouble-shooting, a hard re-boot on the back of the machine was performed and the navigation system resumed normal function. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Initially the computer was power cycling. The computer booted normally to the application screen after re-seating the ram modules. Launched the ent application and loaded exams without issue. The computer passed phd testing. The device was found to be fully functional after reseating the ram with no problem found. The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.